Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device displayed an unspecified error during testing. There was no patient involvement.